Event description:
Caller reported experiencing occlusion alarms after running out of infusion sets and reusing one for several days. They went to the emergency room and were subsequently hospitalized in the intensive care unit with a blood glucose level that reached around 600 mg/dl, although no adverse injury occurred, and ketones were present but not at a dangerous level. Intravenous treatment of saline with insulin was provided resolving the issue. Multiple attempts were made by tandem technical support to obtain release date information; however, no response was received.